Event description:
Same as MFR report #6000118-2006-00045. It was reported that there was water in the inner pouch of the device. The facility had a water leak and because some of the boxes were damp, they opened and inspected 100% of the units. The product (both boston scientific and others) are kept in a temperature and humidity controlled environment. It was noted during inspection that two of the titanium greenfield bena cava filters had water in the inner pouch. Because they did not find water in any of the other devices, they do not believe that this is related to the water leak.

Manufacturer narrative:
The returned product analysis is not complete as of this date. A supplemental report will be filed when the analysis is complete.